Event description:
It was reported by the patient that there was chest damage due to the device and a hole was left due to (B)(6). The device has been removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Follow up with the cardiology clinic revealed that the patient had not been seen since 2007. They were unsure what the damage the patient was speaking of and that there was a pocket wound but no other notes in the chart. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient there was chest, heart damage, and a hole was left due to the device and leads as a result of (B)(6). The implantable cardioverter defibrillator (ICD) system was removed and replaced. No further patient complications have been reported as a result of this event.